Event description:
The report stated that during a radio frequency ablation procedure the needle electrode was introduced into the abdomen and held with forceps while checking placement through CT. The ablation was started and after 5 minutes a burn was noticed at puncture site. However, the ablation was continued and completed after 12 minutes total. The burn was cut with cautery knife and sutured. The burn was described as 3rd degree approximately 2cm x 3cm at a maximum of 120w. The patient is currently being treated with ointment. No other patient info was available. The site reported that the electrode was not available for investigation.

Manufacturer narrative:
Date of initial report: 11/10/2008. The use of forceps to hold the needle electrode during CT verification of placement position, may have damaged the insulation. Without product to investigate, no confirmation of this can be made. The IFU does state: verify that all components are undamaged prior to use.